Event description:
Issue occurred some time ago, date unk, as customer is reporting after the fact. Pt whole blood sample tested with triage cardio profiler test produced elevated results for ck-mb >80, myoglobin >500, tni 4.23, bnp <5.0. Subsequently an invasive catheterization procedure was performed and indicated negative results for myocardial infarction or heart failure. Negative lab markers results were obtained on subsequent blood draws.

Manufacturer narrative:
Unable to confirm complaint directly as no sample was returned from the customer. Prod support testing of retained devices indicate all analyte results were normal, no false positive results were confirmed.